Manufacturer narrative:
(B)(4).

Event description:
It was reported " hours after patient underwent successful pci in rca with two-des implanted, started to hemodynamically deteriorate, with early signs of oliguria, due to the presence of ivs rupture. An emergent medical meeting, including center's cardiac surgeons, was held, opted for immediate mechanical hemodynamic support with iabp insertion. Patient was transferred to the cath lab for iabp insertion. The left femoral access was chosen, a 6fr sheath was placed and left heart hemodynamic evaluation was performed, including lv ventriculography which confirmed the presence of ivs rupture. The 6fr femoral sheath was replaced with the iabp's 8fr sheath with side-arm provided with the arrow's iabp set. Iabp catheter was removed by the box, after meticulous preparation as per device instructions. The catheter was smoothly inserted up to the descending aorta under fluoroscopic guidance. Upon function initiation and first complete inflation of the catheter, gas bubbles appeared in the fluoroscopic image, suggestive for severe helium leak. Patient suffered global brain ischemia and stroke. Due to hemodynamic status of the patient, a second iabp was decided to be placed. Unfortunately, upon inflation initiation, again gas bubbles appeared in fluoroscopic image, indicative for helium leakage. Iabp catheter removed immediately and patient transferred in the ICU". Additional information states "both iabps removed immediately and patient underwent direct CT scan to evaluate the magnitude of the stroke. CT revealed no significant findings and patient transferred to the ICU, where neurological status of the patient started to improve". The customer also reported that the second iab inserted was inserted into a different insertion site. The patient's current condition is reported as "deceased". The cause of death was reported as "vsd rupture, due to large inferior mi, hemorrhagic". Please see associated MDR#: 3010532612-2024-00838.

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc). The sample was returned in a brown shipping envelope and was in a bio-hazard bag. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen within the flex-tip assembly area was noted damaged; the wire round/polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 5.7cm from the iabc distal tip. The wire round/polyimide (part of the flex tip assembly) was noted unraveled. The central lumen was noted broken at approximately 74.5cm from the iabc luer. The end of the inner cannula (iabc central lumen) pierced the bladder at approximately 69.5cm from the iabc luer. The iabc distal tip was separated and no longer attached to the catheter bladder. Upon further inspection, the iabc distal tip was still fully intact with the central lumen; the condition of the iabc distal tip shows evidence of the previous bond to the bladder. Bends to the iabc central lumen was noted at approximately 24cm, 31.5cm, 51.5cm and 62cm from the iabc luer end. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0053in-0.0063in and was within specification of process document. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. This was repeated five separate times according to quality system document with similar results. Dried blood was noted within the one-way valve. The catheter's central lumen was unable to be aspirated and flushed due to the returned state of the sample. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the distal tip of the bladder membrane. The leak was consistent with the previously confirmed distal end of the bladder not attached to the iabc distal tip. Upon further inspection, the iabc distal tip was still fully intact with the central lumen. The iabc was leak tested again, with the distal tip of the bladder clamped off; a leak was immediately detected from the iabc bladder membrane at the location of the previously noted damaged bladder. The leak from the iabc bladder is consistent with contact from the damaged/separated end of the central lumen. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire exited the central lumen and entered the bladder at the location of the broken central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 23.5cm from the iabc luer. No blood or debris was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "gas bubbles appeared in fluoroscopic image" is confirmed. During the investigation, the iabc central lumen was noted damaged and found no longer attached to the central lumen flex tip assembly. The damaged central lumen could result in blood entering the helium pathway. The bladder was noted damaged and punctured by the broken central lumen. Additionally, the iabc distal tip was no longer attached to the bladder membrane. Due to the combined damages and returned state of the device, it could not be confidently determined which damage occurred first. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the blood in the helium pathway. The root cause of how the blood entered the helium pathway is undetermined. A corrective and preventive action has been initiated to further investigate the issue of the damaged flex tip assembly. A non-conformance has been initiated to further investigate the issue for the bladder detached from the tip.

Event description:
It was reported " hours after patient underwent successful pci in rca with two-des implanted, started to hemodynamically deteriorate, with early signs of oliguria, due to the presence of ivs rupture. An emergent medical meeting, including center's cardiac surgeons, was held, opted for immediate mechanical hemodynamic support with iabp insertion. Patient was transferred to the cath lab for iabp insertion. The left femoral access was chosen, a 6fr sheath was placed and left heart hemodynamic evaluation was performed, including lv ventriculography which confirmed the presence of ivs rupture. The 6fr femoral sheath was replaced with the iabp's 8fr sheath with side-arm provided with the arrow's iabp set. Iabp catheter was removed by the box, after meticulous preparation as per device instructions. The catheter was smoothly inserted up to the descending aorta under fluoroscopic guidance. Upon function initiation and first complete inflation of the catheter, gas bubbles appeared in the fluoroscopic image, suggestive for severe helium leak. Patient suffered global brain ischemia and stroke. Due to hemodynamic status of the patient, a second iabp was decided to be placed. Unfortunately, upon inflation initiation, again gas bubbles appeared in fluoroscopic image, indicative for helium leakage. Iabp catheter removed immediately and patient transferred in the ICU". Additional information states "both iabps removed immediately and patient underwent direct CT scan to evaluate the magnitude of the stroke. CT revealed no significant findings and patient transferred to the ICU, where neurological status of the patient started to improve". The customer also reported that the second iab inserted was inserted into a different insertion site. The patient's current condition is reported as "deceased". The cause of death was reported as "vsd rupture, due to large inferior mi, hemorrhagic". Please see associated MDR#: 3010532612-2024-00838.